Event description:
It was reported that when the device was used during an unknown procedure, the stapler was not firing properly. The mesh came loose from the abdominal wall several days post-op. Re-operation was performed to repair mesh.